Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Manufacturer narrative:
Date of event: (B)(6) 2013. Explant date: (B)(6) 2013. Additional information was received that the patient was explanted due to inadequate stimulation. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure with unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm.